Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 5.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at nominal pressure for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
A2: age at time of event - 18 years or older.